Event description:
Guide wire's indicator was raised more than it should so the catheter got stuck on the indicator mark. Midline able to be placed by physician assistant (pa) and reported to materials management. Manufacturer response for feeding tube 12fr with stylet, feeding tube 12fr with stylet (per site reporter). Not sure at this time.